Event description:
It was reported that the patient had an upper gastrointestinal scope and after the procedure the patient's daughter indicated that "the pacemaker didn't kick in when the doctor's expected it [to]." The patient was noted to have died but the death was not thought to be related to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.